Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following weight loss by the patient, the device migrated, which in turn caused the atrial lead to dislodge. Oversensing was also seen on the ventricular lead, which was attributed to the atrial lead mechanically interacting with the ventricular lead. The system is still in use. No patient complications have been reported as a result of this event.